Event description:
Potential for injury associated with an lttb19fr standard wheelchair where the seat rail is cracked where the upholstery screws attach. This event could result in inconsistent operation of the unit which could potentially result in injury to the user.